Manufacturer narrative:
Event site address : (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed k6-k8 leak tests. There was no patient involvement. No harm is reported.